Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker entered into safety mode and was not able to be interrogated. The pacemaker has been explanted at this time and a new pacemaker implanted. Also the right ventricular (rv) lead was surgically abandoned at the same procedure due to a non specific allegation. No additional adverse patient effects were reported.